Manufacturer narrative:
Other relevant device(s) are: sw app 9735762 stealth s8 app; upn (B)(4); the system logs and archives were received for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that after merging an imaging system exam to a pre-operative MRI dataset, the plan did not appear correctly in the planning task, after completing a merge of the data sets. The orientation of the merged datasets did not appear correct in the planning task. After scrolling through the plan, the images re-oriented themselves and the plan appeared accurate. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating there was a 10 minute surgical delay.